Event description:
Demo stock - the proximal and distal balloon ports have been put on the wrong way round. Error found in preparation. Not used on patient.

Manufacturer narrative:
Evaluation of the returned trellis confirmed that the balloon ports were incorrectly labeled: the port that inflates the proximal balloon was labeled dist balloon and the port that inflates the distal balloon was labeled prox balloon.(B)(4).